Event description:
"During stone basket manipulation of a ureteral stone the nitinol stone basket broke. All wires were extracted from the pt's ureter, a new stone basket utilized. No apparent injury to the pt."